Event description:
Boston scientific crm received information that during the implant procedure, this whisper wire became stuck within the left ventricular (lv) lead. The lv lead and wire were removed. The lv lead was returned for analysis and a portion of the guide wire was found broken within the lumen. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.